Manufacturer narrative:
The lens was not returned for evaluation. Additional attempts to collect more information about the reason for explant were unsuccessful. Device history records were reviewed and no discrepancies or anomalies were found. Based on the available information the root cause of the lens explant is unknown.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly there was a lens explant. The lens was removed and replaced by another lens of the same model. Additional information about this event was requested but has not been received.